Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred during a bolus delivery. The customer reported an elevated blood glucose level of 277 (mg/dl). A correction bolus was delivered to address bg levels. Due to the customer changing the site and their bg levels declining to 243 (mg/dl), troubleshooting with tandem technical support was declined.